Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device would not lock into place on the handpiece device. There were no delays in the surgical procedure as an identical spare handpiece device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found that the device would not hold cutter, had loose swivel and connector end. The burr lock mechanism assembly was disassembled and was found that the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. One of the springs were observed to be out of place and deformed while the other spring was out of place and completely gone. It was determined that the cause for the springs to come out of place was possibly due to the handpiece being run without a cutter, which was further defined as user error, abuse, and possibly misuse. It was determined that the cause of the swivel joint separation would be a lack of loctite thread locker adhesion to the threaded mating inner swivel components, which was further defined as misassembly. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.